Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed incorrect continuous glucose monitor information by showing the prior sensor¿s insertion and expiration dates while simultaneously showing the current sensor pairing code, leading to a sensor-expiring alert and subsequent sensor replacement; the affected component was the screen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed incorrect data definition that resulted in the device displaying an incorrect message on the screen. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.